Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-99827.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose and diabetes ketoacidosis. The caller mentioned that the buttons were unresponsive, and smell like insulin noted in the reservoir compartment. It was stated that the customer is in intensive care unit not feeling well, and the customer was in and out of consciousness. Troubleshooting was performed; the buttons were not responding and the cannula was bent and crimped. The caller stated that the numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the user. Advised the caller that the up or down button may be stuck. No further information was provided.